Event description:
(B)(6) rec'd reporting a breakage/leakage incident with initial use of one (1) 42589-05 transpac IV monitoring kit. The (B)(6) describes a 03/30 incident where a "...new transducer was cracked and leaked near the port connecting to central line during first use. Malfunction seen immediately after fluid started again and transducer was changed. The pt was not harmed". The device was pre-tested during set-ups where no functional issues were detected. The involved 42589-05 device was not returned to the MFR for analysis and investigation. (B)(4). A review of the complaint database for this list/lot # and similar problem recorded no additional reports.

Manufacturer narrative:
Conclusion: the involved 42589-05 transpac IV monitoring kit was not returned to the MFR for analysis and confirmation.